Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no issues regarding the manufacturing process, packaging or final inspection were reported. Without the benefit of evaluation and testing, no conclusion can be made regarding the cause or occurence of this event. If additional information is provided, a follow up report will be filed.

Event description:
It was reported that an ophthalmic drape in a vitrectomy kit caused 3rd degree burns and blisters on the side of the patient's face due to the adhesive. The physician stated on the patient's initial post op visit, he observed a rectangular shape that went from her eye to her temple which was described as an allergic reaction.